Event description:
Construct of 4 - 6.2mm ti click'x monoaxial pedicle screw 40mm thread length, 4 - ti click'x locking cap for ti 3-d head (p/n 498.570) and 2 rods fell apart post operatively and was removed. Construct was implanted at l1 and l2 with chance fracture at l2. The pedicle screw broke out at l2 and came off the rod.

Manufacturer narrative:
No conclusion can be drawn as the product was not returned for investigation.